Event description:
Boston scientific received information that during a routine follow-up, interrogation of this pacemaker revealed 80 non-sustained ventricular episodes, as well as one ventricular tachycardia (vt) episode. A review of electrograms confirmed noise on the non-boston scientific right ventricular (rv) lead. The noise was oversensed, resulting in pacing inhibition for this pacemaker dependent patient. The inhibition was reproduced in the clinic with patient arm maneuvers when the device sensitivity was programmed to 2.5mv. Sensitivity was reprogrammed to 4.0mv and the patient was scheduled for a lead revision. It was noted that the noise had also been observed with the patient's previous device, but it was elected to retain the chronic rv lead at the device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the device and non-boston scientific rv lead remain in service pending a lead revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information. A lead revision was performed and the non-boston scientific rv lead was surgically abandoned and replaced. The new lead was connected to this pacemaker. No device issues, loose setscrews, or under insertion of the lead terminal pin were noted at the procedure. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.